Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Functional testing was performed and found that the valves are worn out. Customer issue was confirmed. Valves will be replaced.

Event description:
It was reported that cadd pump does not deliver. There was unknown patient involvement and unknown harm.